Manufacturer narrative:
To date, evidence suggests both of these medical devices remain actively in service. The investigation remains open at this time.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) did exhibit high pace impedance. Rv lead impedance was determined to be greater than 2000 ohms pace impedance, up from about 1300 ohms about one year ago. The local area sales representative noted that the rise in impedance had been gradual. The patient was going to be called for a device check. There were no reports of adverse patient effect associated with this clinical observation.